Event description:
It was reported there was an alert due to atrial intrinsic amplitude out-of-range (oor). Technical services noted there appears to be a chronic right atrial (ra) lead issue. Additionally, ra pacing lead measurements are low oor measuring less than 200 ohms. At this time, the lead remains in service. No adverse patient effects were reported.